Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant (tsvtb10) was removed due to periimplantitis at tooth location 13. Bone loss was also reported.

Manufacturer narrative:
An imp,tsv,3.7,10,mtx,mg (tsvtb10) was returned for investigation. Visual inspection of the as returned product identified significant signs of wear from usage about implant threads. The collar is confirmed to be fractured. No pre-existing conditions were noted on the per. The reported product was located on tooth sites 13 and used for approximately 5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture + medical conditions). DHR review was completed for the subject lot number 62929320. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st2673) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (62929320) for similar event and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture + periimplantitis) or product (tsvtb10). Therefore, based on the available information, device malfunction has occurred and the reported fracture event was confirmed following inspection of the returned product. The medical event could not be verified with the information provided. The following sections have been updated: g7: checked "follow-up".

Event description:
Additional information received from the device investigation reported that implant received had a fractured at the collar level.